Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent explantation occurred. The target lesion was located in the left anterior descending (lad) artery. A 38 x 3.00 promus premier¿ drug-eluting stent was deployed to treat the lesion. However, when the wire from the fully deployed stent was pulled, the entire stent came out along with the assembly. The procedure was completed using a different device. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier, mr, ous 3.0x38mm, stent delivery system (sds) was returned for analysis. A visual examination found the entire stent length was severely damaged; stretched and pulled. Hardened medium resembling blood was present in the stent. The stretching of the stent struts is consistent with resistance being encountered during withdrawal. One end of the stent was wrapped around the distal inner/outer extrusion section of the device - close to the proximal bond. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were subjected to positive pressure and a vacuum was pulled, balloon wings were flattened. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent explantation occurred. The target lesion was located in the left anterior descending (lad) artery. A 38 x 3.00 promus premier drug-eluting stent was deployed to treat the lesion. However, when the wire from the fully deployed stent was pulled, the entire stent came out along with the assembly. The procedure was completed using a different device. No further patient complications were reported.